Event description:
It was reported that the device was unable to be interrogated. Emi was confirmed not be present. The rf antenna was disconnected and the device was successfully interrogated. No patient symptoms were reported.